Event description:
After going to my pcp, dermatologist, ob/gyn and an allergist, it was determined I had an allergic reaction to the nickel, in the essure that included hives, exhaustion, weight gain, bloating, pelvic pain and heavy bleeding. (B)(4).